Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states his technician went out to deliver the chair and the braise that held the anti tipper receiver on the left side just fell off.